Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed there was no reported product deficiency. The reported arrhythmia, ischemia and re-stenosis are listed in the instructions for use (IFU), as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design. It was reported that the xience stent was direct stented (without pre-dilatation of the lesion). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported approximately nine months post procedure.

Event description:
It was reported that approximately nine months post direct stenting with a 2.5 x 28 xience v in the first obtuse marginal coronary artery, the patient experienced fluttering in his heart and was found to have a positive exercise stress test demonstrating myocardial ischemia. The patient underwent a coronary artery bypass graft for proximal stenosis of the left anterior descending artery and principle diagonal coronary artery with 50% right coronary artery stenosis on (B)(6) 2010. The patient's condition resolved (B)(6) 2010 and the patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.